Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported he was getting an end of service (eos) message on his monitor. The patient noted it had a picture of a doctor with a hat. The patient was transferred to patient services. The patient reported he had moved to an assisted living care for long-term care and was previously in the hospital. The patient stated he was promised 10 years for the battery longevity of his current implant. The patient stated that he ¿felt when he turned it on one, it came up normal, acting like it was trying get it, and moved from 19 to 17¿ but then he saw the eos message. The patient stated he wanted to die and he was fed up. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3889-28, lot# va1983r, implanted: (B)(6) 2016, product type: lead. Method, result, and conclusion codes apply to interstim ii and lead (lot#va1983r). Patient code (B)(4) applies to lead (lot# va1983r) only. Device codes (B)(4) apply to lead (lot# va1983r) only. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) and patient. Patient is reporting being shocked when they turn on the device. The diagnostics/troubleshooting performed was impedances were ran on the lead which showed over 4000ohms on every combination. No interventions/actions were taken to resolve the issue at this time; the patient is following up with the healthcare provider (hcp). The issue was not resolved at the time of the report, but surgical intervention is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative indicated that hcp was notified of the reported issues. The cause of the battery depletion was unknown and the surgical replacement or explant has not been scheduled yet.